Manufacturer narrative:
A ge rep evaluated the system and reloaded software and re-seated connectors. System operates as intended.

Event description:
The customer reported the system displayed a memory (flash or checksum) error and will not produce x-rays. No pt injury was reported.